Event description:
A report was received that the patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn.